Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03380, medwatch 2210968-2013-03381, and medwatch 2210968-2013-03382. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade of the device stopped. The surgery was completed successfully, but it was not provided how the surgery was finished. There were no adverse patient consequences.